Event description:
General report received of an unspecified number of undocumented incidents of delays in critical therapies following difficult disconnections. The tubing sets were being used to deliver unspecified solutions. The male adapters on the distal end of the tubing sets were connected directly to the pts' catheters. After unspecified lengths of time in use, the clinicians attempted to disconnect the male adapters from the catheters to deliver unspecified medications. The customer contact reported, "this has happened in unspecified code situations when they need to deliver medications quickly and closer to the pt, without adding additional flushing fluid to the pt." The customer contact reported, "they use hemostats to get the connections apart and if they still cannot get the connections apart in critical situations, they will administer the infusions into a port further down the line of the extension sets leaving the lines intact." The customer contact stated, "this results in the pts receiving additional fluid from the lines." It was also reported that on an unspecified number of instances when hemostats were used to disconnect the tubing sets, the male adapters cracked or broke in the connection sites. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The devices are expected to be returned for investigation. They have not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).